Manufacturer narrative:
Additional information: product analysis:visually confirmed implant spacer broken into multiple pieces. Fracture surface examination identified a brittle fracture, with rays emanating from likely fracture initiation points. The angulated fracture plane, location of fracture initiation at the distal-most portion of the inserter interface, direction of fracture (outwards away from the part) are consistent with brittle overload due to torsional loading.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent plif at l4-s levels, osteotomy at l4 level and cage at l3/4 levels for degenerative scoliosis. During surgery, peek was broken during insertion. Fragments were retrieved and same size cage was inserted without further problem. The surgery time was extended less than 15 min. Patient complications were reported unknown. Reportedly, the surgeon commented: "twisted force may cause the breakage." Screw used: non medtronic implant. Fragments were retrieved, but small pieces might still be left.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.